Event description:
Customer reported receiving an error 3 when a test strip was inserted into their freestyle blood glucose monitor. As a result of this error, the customer was not able to properly obtain a blood glucose result. The customer then reported taking a walk in the woods, falling asleep, and experiencing symptoms of hypoglycemia. The customer's fiance then reported having to call an emt crew. Customer was diagnosed with hypoglycemia, and tubes of glucose and cookies were administered in order for the customer's glucose levels to stabilize.

Manufacturer narrative:
The customer's product has been returned and an investigation is in process. A follow-up report will be filed once investigation results are available.